Event description:
It was reported that: complication - failed right femoral artery (rfa) closure/cutdown. Additional information reported on (B)(6) 2022: during a tavr procedure on (B)(6) 2022 micro puncture and ultrasound were utilized to gain access in the rfa. There were no issues advancing the procedural sheath. Protamine was administered intravenously during the procedure. Post procedure imaging verified occlusion of the rfa and a cutdown was performed to resolve. Manta device was explanted. The patients condition has been reported as deceased.

Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be sent after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain access. No issues were encountered delivering the sheath. Protamine was administered prior to the closure procedure. Following deployment, a post-angiogram revealed an occlusion of the right femoral artery. The physician choose to do a surgical cut down, explant the manta device and repair the puncture site. The root cause of the occlusion requiring surgical intervention cannot be determined due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, positioning of the manta as seen during surgical intervention, no angiograms or device return submitted for investigative purposes. Therefore, a root cause as to why the manta was not effective in achieving hemostasis requiring surgical cut-down remains undeterminable. This patient had a prolonged hospitalization post procedure. He had aspiration pneumonia and sepsis which lead to his death. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.